Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. The patient experienced a hypoglycemic event in which the device did not alert when their glucose level dropped below the low threshold setting of 100 mg/dl. The patient was given an injection of glucagon by a family member who is a doctor. The patient then recovered well and was in good condition. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction/additional information. H6: patient code - additional.

Event description:
It was reported that the receiver had no audio output. The patient experienced a hypoglycemic event in which the device did not alert when their glucose level dropped below the low threshold setting of 100 mg/dl. The patient's mother, who is a doctor, noticed that the patient was sweating and checked the patient's blood glucose (bg) measurement. It was indicated that the bg was 37 mg/dl. She provided the patient with an injection of glucagon and the patient then recovered well and was in good condition. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. A receiver chart and booting was performed and passed. Receiver functional test was performed and passed. Manual functional tests for "try it" was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The receiver case was opened for internal visual inspection and the inspection passed. The speaker resistance was measured and passed. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)